Event description:
It was reported that a drop in battery was seen involving this device. A review of the data by engineering noted that the battery usage of this device had increased abnormally and the device was malfunctioning, and should be explanted and returned. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a drop in battery was seen involving this device. A review of the data by engineering noted that the battery usage of this device had increased abnormally and the device was malfunctioning, and should be explanted and returned. The device was subsequently explanted and information is pending regarding the return. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion. Technical services (ts) was contacted and engineering review of device data noted that the battery usage of this device had increased, and the device was malfunctioning. Device replacement was recommended. The device was subsequently explanted, and the investigation remains in progress to determine if the device will be available for return. No additional adverse patient effects were reported. Additional information noted that a local boston scientific representative (bsc)representative has been in contact with the physician because the device has not been received to date. The physician did not have any information regarding the device location, but they are reaching out to the patient to see if the device was sent home with the patient following the explant procedure. If additional pertinent information is obtained regarding the location and/or return of this device, an additional report will be provided.